Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
After having a stent placed in the left internal carotid artery, it was reported that the pt developed aphasia. At discharge two days later, the aphasia was noted to still be present. At the seven day f/u, the aphasia was noted to be resolved. It is unk if the pt received treatment for the deficit. Multiple attempts have been made to gather additional info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided.

Manufacturer narrative:
Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device, potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
This supplemental report is being submitted as the final adjudication for this event describes the reported stroke as embolic rather than ischemic (as reported by the site). After having a stent placed in the left internal carotid artery, it was reported that the patient developed aphasia which was diagnosed as an ischemic stroke. At discharge two days later, the aphasia was noted to still be present. At the seven day follow-up, the aphasia was noted to be resolved. It is unknown if the patient received treatment for the deficit. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Embolic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.